Event description:
The manufacturer received information alleging a broken fan for a trilogy evo device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's circuit board to address the issue. No further investigation is required at this time. Additionally, the device's in-line filter is contaminated, air inlet foam filter replace due to preventive maintenance and were replaced. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.